Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. The procedure date was (B)(6) 2010. According to the complainant, a fluid loss alarm was generated on the hta console. The fluid loss rate was 2 cc's/min. It was unknown how long into the ablation the alarm occurred. No leaks were visualized at the cervix or anywhere on the system. The procedure was resumed and completed successfully. Throughout the procedure, the physician reported difficulty locking the single-tooth tenaculum stabilizer onto the cervix. At the conclusion of the procedure, the physician noticed that some trauma was caused to the cervix due to the tenaculum stabilizer. The physician performed a suture repair on the cervix. Post procedure, the patient complained of severe cramping and pain. The patient was admitted into the hospital for treatment of the pain. It was unknown how the cramping and pain were treated. The patient remained at the hospital for one night. The symptoms resolved and the condition of the patient is currently fine.

Manufacturer narrative:
The patient was hospitalized due to this event. The complainant was unable to provide the lot number, therefore, expiration and manufacturing dates cannot be determined. The device has not been returned, since it was disposed of. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional information is received, a supplemental medwatch will be filed.